Event description:
Using a CPAP machine for sleep apnea. Began having breathing problems several months ago began different breathing treatments until I was told that the philips repironics machine had been recalled. I confirmed that my machine had been recalled and was instructed by philips to discontinue use. After two weeks of discontinued use my breathing improved. However I desperately need a CPAP machine to address my sleep apnea. FDA safety report ID # (B)(4).